Event description:
The customer reported a discrepant high potassium result when compared repeat testing on another rapidpoint and a laboratory system. No results were provided for the laboratory instrument. There is no report of injury due this event.

Manufacturer narrative:
The customer provided instrument logs for investigation and investigation is ongoing. The cause of this event is unknown.

Manufacturer narrative:
A review of the system data logs from the rapidpoint instrument with measurement cartridge onboard at time of event found that the potassium (k+) sensor was performing as intended. There were no system or sensor specific errors during or around the time of the escalated patient sample. Aqc was performed and the k+ results were recovering well within published limits. The k+ sensor raw responses for the escalated sample was normal and appropriate for the reported result. The cause of the issue is unknown. Based on the available information, the rapidpoint instrument is performing as intended and is currently operational.